Manufacturer narrative:
Concomitant medical products: 1258t lead, implanted: (B)(6) 2019; dtma1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning had been triggered for low pacing impedance. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.